Event description:
It was reported by the customer that the device would not pass 127mm on pm test. Initially would not pass 127mm on pm test. Now getting channel error 200.5040. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor, lock label, barrel clamp, tube/sleeve drive, wiper seal and lower housing. Plunger gripper recall completed. Performed calibration. The probable root cause of the reported issue was due to the electrical failure of the linear potentiometer. A review of the device history record showed the device had a manufacture date of 28apr2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device would not pass 127mm on pm test. Initially would not pass 127mm on pm test. Now getting channel error 200.5040. There was no additional information provided and no patient involvement.